Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the colonovideoscope had foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Additional information was added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material in the nozzle could not be identified and the root cause for this event could not be determined. It is unknown if the device reprocessing was conducted in accordance with the instructions for use (IFU) from the obtained information. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 olympus will continue to monitor field performance for this device.